Event description:
It was reported that the suture broke. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use. During procedure, it was noted that the suture broke when pulled to deploy the pig tail after inserting. The device was then removed and there were no device fragments left inside the patient's body. A new expel was inserted and completed the procedure. No complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The expel catheter was returned, no defects were noted and it looks in good condition. The suture string was received cut at distal section. The suture looks broken at the section exposed in the pigtail.

Event description:
It was reported that the suture broke. An 8.3/25 expel drainage catheter with twist-loc hub was selected for use. During procedure, it was noted that the suture broke when pulled to deploy the pig tail after inserting. The device was then removed and there were no device fragments left inside the patient's body. A new expel was inserted and completed the procedure. No complications reported and the patient was stable.